Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient presented with edema, erythema and pain in left underarm 11 days after treatment. Antibiotics were prescribed. Swelling increased, so area was drained with purulent discharge. By the time it was reported, the patient seemed to have healed.